Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/17/2020. Investigation conclusion it was reported that a saline syringe connected to a clave, functioned normally alone, but was unable to prime/flush saline. Received from the customer are 179 new unopened smartsite connectors model 2000e lot 20026417. The customer did not send in the syringe or clave that was reportedly being connected to the smartsites. The smartsite connectors were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received smartsite connectors during visual inspection. Functional testing was performed by attaching a lab syringe filled with blue dye to each smartsite connector to flush fluid through. Fluid flowed through each smartsite port with no occlusions or difficulties on all 179 received smartsites. No further testing was performed as no occlusions occurred on any of the (B)(4) received smartsites. A device history record for model 2000e with lot number 20026417 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of unable to prime/flush was not confirmed. The root cause of the customer¿s report could not be identified because fluid was successfully pushed through each smartsite connector with no occlusions occurring.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: while attempting to assemble equipment for mediport accessing twice this morning, I connected a saline syringe to a clave, and was unable to prime/flush saline through the clave. I unscrewed the syringe, and the syringe alone was functioning normally. I attempted to reconnect it to the clave and it still would not flush with saline. Catalog # -2000e. Do you currently have the product or packaging in question? -no lot # / serial #: (B)(6) can you provide additional details on the syringe involved? Was this a bd product? -yes, they were both bd smartsite needle-free valve if so, can you provide the part no. And batch no.? Ref (B)(4) lot (10)20026417. Are you able to provide the date for the reported failure? (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: while attempting to assemble equipment for mediport accessing twice this morning, I connected a saline syringe to a clave, and was unable to prime/flush saline through the clave. I unscrewed the syringe, and the syringe alone was functioning normally. I attempted to reconnect it to the clave and it still would not flush with saline. Catalog # -2000e do you currently have the product or packaging in question? -no. Lot # / serial #: (B)(4). Can you provide additional details on the syringe involved? Was this a bd product? -yes, they were both bd smartsite needle-free valve. If so, can you provide the part no. And batch no.? Ref 2000e lot (10)20026417. Are you able to provide the date for the reported failure? On (B)(6) 2020.